Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar fusion at l4-s1 due to degenerative disc disease. Post-op, the implanted set screw was found broken in surgical area in x-ray results when the patient went on a third week follow-up visit. No patient symptoms or complications were reported as a result of this event. No additional surgery is scheduled for patient.